Event description:
Additional information received reported that the cause of the event was a gastrointestinal infection. Hospitalization was due to the event. The patient recovered without sequelae.

Manufacturer narrative:
Product ID (B)(4), lot# v933653, implanted: 2012 (B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported 4 days after implant the patient got the flu and had pain at the incision site. The patient was then hospitalized for 3 days. The patient was doing "better" and was going to travel overseas. The patient was not "leaking" anymore, but she still had 7-8 loose stools a day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.